Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter would not power on. The patient indicated that the alleged issue started (B)(6) 2010, at 8:00 pm. Before or at the same time the alleged issue began, the patient claimed that she developed symptoms of shakiness and blacked out. The patient denied that she received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter and control solution were replaced. Based on the information provided, this complaint is being reported due to the unresolved power issue. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms/injury developed before the alleged issue began. The patient also denied receiving treatment as a result of the alleged issue.